Event description:
Boston scientific crv received information that this patient returned to the hospital approximately three weeks post explant secondary to patient infection. Portions of the non-boston scientific leads were explanted, and the remaining portions along with the device will be explanted at a later date. The procedure was completed without further incident.

Manufacturer narrative:
As of today, this product has not been returned. If additional information becomes available, this report will be updated.